Event description:
It was reported that the pink slide did move forward, the cannula was not deployed; indicating an unknown needle mechanism failure. Pod was worn less than an hour. Blood glucose levels were reported at 300 mg/dl. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Manufacturer narrative:
The device was returned not deployed with the pink slide insert not in the viewing window. Rotational sensor errors were present in the device data. The device did not run enough pulses at the end of the priming sequences to deploy the needle mechanism due to rotational sensor errors. A rotational sensor recreated during a re-run of the device. Contamination was found on the commutator cap. The contamination resulted in the rotational sensor errors which contributed to the reported event.